Event description:
It was reported stating that during a breast biopsy they were unable to deploy the marker and while trying to remove the marker from the probe, the plastic tip sheared off. They changed to the another device and completed the case with no consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Tip sheared off. Eval summary - the analysis results found that the mam3001 device was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.